Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device lot #: 7092504 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown initial reporter state: address information was not able to be obtained, therefore, (B)(4) was used as a place holder. Device manufacture date: unknown investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using bd¿ alcohol swabs, the expiration date was missing from the packaging. The following information was provided by the initial reporter: "there is no expiration date on the box or swab packaging."